Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a scalpfix applicator (part # ff012r) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, the cartridges were not ejecting and one of the prongs was found to be broken. No patient complications were reported as a result of the event. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the device is in a used condition. Four of the eight teeth of the feed mechanism are missing. Vigilance investigator carried out the pictorial documentation visually and microscopically. Four of the eight teeth of the feed mechanism are missing, fragments have not been provided. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the points of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.